Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
When the package, of a smart control, was opened a crack was found on the distal tip of the stent delivery system. Therefore, another new smart control was opened and the left superficial femoral artery was treated without problem. The procedure was completed successfully. The complaint product was not clinically used. One non-sterile unit of smart control 6f 6x40 mm was received coiled in a plastic bag. Locking pin was out of position and stent was partially deployed about 5 mm. Tip was torn 3 mms from distal end; damaged tip area had evidence of elongations. Outer sheath was kinked at 4.5 cm from ID band. No other anomaly was detected. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cracked- tip condition reported by the customer was confirmed, as the tip was found torn/split during the visual analysis. The exact cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Procedural factors and handling may contribute to failure as reported. The cause of the stent partially deployed could not be conclusively determined during the analysis, however it does not appears to be manufacturing related. Procedural factors and handling may contribute to failure as reported. Controls exist in the final assembly and packaging processes to prevent this type of failures as well as there are inspections in place to detect damages in the sds, reference procedures documented in route sheet # (B)(4). The cause of the kinked condition found during visual analysis could not be conclusively determined but it could be due to the coiled condition of the unit received for analysis. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. With the information available it is not possible to draw a clinical conclusion between the device and the event. However, this might have been caused during shipping, storage, or handling of the unit.

Event description:
When the package, of a smart control, was opened a crack was found on the distal tip of the stent delivery system. Therefore, another new smart control was opened and the left superficial femoral artery was treated without problem. The procedure was completed successfully. The complaint product was not clinically used.